Manufacturer narrative:
(B)(4). The mfg documentation for the device used in this case was reviewed and all quality and mfg release criteria were met. In addition, the complaint database was reviewed and no additional reports of this type were found for this lot. The device was not yet returned to the MFR; however, a full eval will be conducted when the device is received and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data-trending activities.

Event description:
It was reported that the user experienced resistance between the guide wire and the catheter while attempting to remove the revolution catheter. This is being reported for notification only. It is volcano's policy to report cases where the guide wire and catheter are removed as a single unit. No pt injury was reported.